Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during a total knee surgical procedure it was observed that the battery oscillator device would not release the saw blade device, and the saw blade remained stuck inside the oscillator device. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition the device would not release the saw blade was confirmed. An assessment was performed and it was observed that device had a blade stuck in it. It was observed that the oscillator head base was damaged (broken pin), the set screw was worn, the lock for saw handpiece was worn, and the motor was making an unusual noise. The assignable root cause was determined to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.